Event description:
It was reported that during a lap appendectomy, as the ace was activated on the mesoappendix, the shaft of the ace was blanching and damaging part of the small bowel. Dr disengaged, then activated again with similar problems. After 2-3 days post op, the pt was doing fine.